Manufacturer narrative:
H3: product analysis confirmed the reported issue of not booting-up and mute connector got broke. Eic board and ssd card had failure. H6: previously applied codes of imdrf annex b: b17, annex c: c20, annex d: d16 and annex g: g02030 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim vital console took up to 2 minutes and 40 seconds to boot up. During startup, the screen splashed, then went black while remaining backlit, followed by screeching (non-bootup) chirps after approximately 2 minutes. The system then either finished booting or intermittently shut back down. Troubleshooting was performed by switching to a battery from another known-working system; however, the issue persisted. The behavior was reproduced on multiple known-working isolated outlets, and bypassing the surge protector did not resolve the issue. There was no patient was involved.